Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has two leads implanted, lead 8-15 is showing 40k ohms except for electrode 10. The rep stated this is a continuation of an issue previously reported by a different rep. The patient is seeing setting not available, cannot provide your desired intensity settings since 2020. The rep reported that the patient indicated every office visit, patient looses an electrode. The patient is programmed with group a and b, with same electrodes but different intensity. Program 1: 10-12+ program 2: 1+2+ 3-4- program 3: 0-1-3+4+ electrode impedance performed: reference 0 1: 690, ohms 2: 800, ohms 3: 740, ohms 4: 740, ohms 5: 760, ohms 6: 850, ohms 7: 870, ohms 10: 770, ohms reference 11: all electrode shows: 40k, ohms reference 1 0: 690, ohms 2: 790, ohms 3: 770, ohms 4: 770, ohms 5: 790, ohms 6: 870, ohms 7: 890, ohms 10: 810, ohms 12: 40k, ohms reference 2 0: 800, ohms 1: 790, ohms 3: 770, ohms 4: 800, ohms 5: 830, ohms 6: 920, ohms 7: 940, ohms 10: 890, ohms reference 3 0: 740, ohms 1: 770, ohms 2: 770, ohms 4: 690, ohms 5: 740, ohms 6: 840, ohms 7: 860, ohms 10: 830, ohms reference 4 0: 740, ohms 1: 770, ohms 2: 800, ohms 3: 690, ohms 5: 710, ohms 6: 830, ohms 7: 860, ohms 10: 840, ohms reference 12 all electrodes shows 40k ohms. The rep reports no fall or trauma. It was unknown if x-ray was performed. Technical services suggest programming using electrode: 1-0+ 3+4- 4-7+. The rep reports the controller did not display setting not available. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, exp product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient complaining device says ¿cannot give desired intensity¿ electrodes showing 40000 and red x; damaged electrodes. Patient does not report any falls or accidents. She is a hairdresser and does a lot of bending. Impedance check. Programming around the damaged electrodes. Issue was resolved.